Event description:
Report received from user facility that an image printed was used as a 1:1 or life size image in pre-surgery planning. The image was not printed 1:1 resulting in reported error during orthopedic surgery which could have clinical consequence. Since stentor has been unable to receive further information from the facility, and the actual film used for pre-surgery planning is unavailable for review, stentor is unable to determine whether or not the isite product was involved. Upon facility visit it was discovered that the print setup was misconfigured by user and thus possibility of incorrect print did exist.